Manufacturer narrative:
Radiographic image review: lateral xray, l3-4, l4-5, l5-s1 interbody grafts present. May be a slight backout of the superior screw of the l5-s1 interbody graft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare professional regarding a patient who was implanted with bone screw. It was reported that during a follow-up appointment on (B)(6), it was observed in the lateral a screw is backing out. No patient symptoms or complications have been reported as a result of this event. There is no revision surgery planned to explant as of now.